Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not seal. Tried to activate it multiple times but no energy was delivered. Another hand piece was opened to finish the surgery. There was no patient injury.